Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (>600 mg/dl) and a bolus via the pump was delivered to address the bg. The cause of the high bg was not known. The contact declined tandem technical support's offer to troubleshoot.